Event description:
Stryker sustainability covidien) ligasure impact hand activated sealer/divider was opened and discovered by the staff and physician that the blades would not appropriately align. This device was exchanged for a "like" device which functioned without problem. Reason for use: vaginal hysterectomy.